Manufacturer narrative:
The customer provided a photograph of the product. In the image provided, the inner vial is empty. Additionally, it is not clear whether the seal of the inner vial is intact. An outer and inner vial of a tapered screw-vent implant were retuned for inspection. Visual inspection revealed that the tamper resistant tabs on the cap of the outer vial were broken. Additionally, the inner vial was empty with the seal on the cap broken. There was no evidence of any damage or malfunction observed. The complaint does not allege a failure that can be tested. No additional testing was performed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. No additional complaints have been initiated against this lot for a similar event. Additionally, the DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. The lot was inspected and accepted by qa per procedure. However, because the condition of the product when received by the customer cannot be evaluated, the complaint is non-verifiable. A probable cause cannot be determined. UDI# (B)(4).

Manufacturer narrative:
Image was received by the clinician of the reported empty implant packaging. K011028/k013227. The empty packaging was returned to the manufacturer.

Event description:
The doctor reported that the implant was missing from the inner packaging. The procedure was completed by using another implant from stock.